Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during knee arthroplasty.

Manufacturer narrative:
One persona tasp ps left cd bottom was returned for review. The visual inspection of the tasp bottom confirmed that the central post fractured off the tasp. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot was manufactured on mar 16, 2012 and has therefore been in the field for approximately four years and one month. It is unknown for how many times the device is being used. The reported issue has been investigated through CAPA. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A CAPA was opened for the breakage of tasps. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. However, the failure of the instrument was caused by the surgeon hitting it with a mallet, which is advised in the persona surgical technique which states that: "apply gentle pressure without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim and the tibial sizing plate.